Manufacturer narrative:
B3: date of event: the event date was not reported. The first date of the month of the aware date was entered as an estimate. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter became bound to the wire, causing the loss of access. The physician had to pull everything out of the sheath, and the only way to remove the opticross catheter from the wire outside the body was to pull it, which resulted in the tip snapping off outside the body. The procedure was successfully completed using the original method with no patient complications reported.

Event description:
It was reported that catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter became bound to the wire, causing the loss of access. The physician had to pull everything out of the sheath, and the only way to remove the opticross catheter from the wire outside the body was to pull it, which resulted in the tip snapping off outside the body. The procedure was successfully completed using the original method with no patient complications reported. It was further reported that the target lesion was located in a tortuous and ectatic distal right coronary artery, which was not critically stenosed. Resistance was felt upon initial entry through the tuohy at the start of the procedure.

Manufacturer narrative:
B3: date of event: the event date was not reported. The first date of the month of the aware date was entered as an estimate. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.